Event description:
The customer reported to olympus, the hd camera head had the following reportable event identified; screen did not appear. The device was inspected prior to use. There was no report of procedural or patient involvement.

Manufacturer narrative:
This device was returned to olympus for evaluation and the customers allegation was confirmed due to a cable and image sensor failure. In addition to the reportable findings documented in b5, the following nonreportable findings are: connector part cracks and watertight failure, corrosion of the electrical contact at the connector, corrosion of the free lock lever at the head, and scope mount corrosion at the head. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility. E1/establishment name: (B)(6) hospital added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that communication failure occurred due to flooding inside of cable imaging, causing b31 error [no image] to occur. The probable cause was internal flooding at the broken (cracked) connector. B31 is an error which occurs due to communication failure between cable and processor. (Instruction manual cv-190 chapter 9, troubleshooting, 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the camera head.¿ olympus will continue to monitor field performance for this device.